Event description:
Sorin group received a report that the speed potentiometer was not consistently controlling the speed of the s3 roller pump during a procedure. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete. See scanned page.